Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11: corrected data: g4: awareness date reported on follow up 2 report as december 23, 2019 but should have been march 02, 2020. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation site: cq zuchwil, selected flow: damaged. Visual inspection: the visual inspection of the complained screw shows that the tip is badly worn. Also the thread flanks are strongly damaged. Dimensional inspection: the relevant features are damaged in a manner which prevents accurate measurement of the features. The damages are clearly caused post manufacturing. Document/specification review: the manufacturing specification were reviewed, and this lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Summary: the received condition of the screw is concordant with the complaint description and the complaint condition is confirmed. This lot was manufactured in june 2019 according to the specification. Based on that and the condition of the item a product related issue can be excluded. Unfortunately we are not able to determine the exact cause which has led to the damage. We only can assume that a mechanical overloading situation, for example metallic contact, has caused the damages. As this screw is very small and quite fragile, a lot of care is required while handling. We can confirm the visible damages are not from any manufacturing non-conformity. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device history lot part: 400.834s, lot: 4l99740, manufacturing site: bettlach, release to warehouse date: jun 13, 2019, expiry date: jun. 01, 2029. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The review has shown that the screw itself was made in the us under part 400.834.05 with lot h780668. Therefore an additional DHR review will be assigned to monument: manufacturing location: monument, manufacturing date: nov 16, 2018, part number: 400.834, ti low profile neuro screw self-drilling 4mm, lot number: h780668 (non-sterile), lot quantity: 345. One piece was scrapped in cell at op #70, vision sort, after being dropped. One piece was scraped in cell at op #80, m-line export pack/label, for being an excess quantity. Work order traveler met all inspection acceptance criteria apart from the two pieces noted. Inspection sheet, inspect dimensional, ns026484 rev aj met all inspection acceptance criteria. Packaging label log (pll) lmd rev ab was reviewed and determined to be conforming. Component part(s) reviewed: part number:21015, tialnbr14.00, lot number: h692284, lot quantity: 1,682 lbs. Certified test report supplied by perryman company dated jul 05, 2018 was reviewed and determined to be conforming. Lot summary report dated jul 16, 2018 met all inspection acceptance criteria. Raw material receiving/putaway checklist met all inspection acceptance criteria. Device history review dec 06, 2019: DHR reviewed this lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Device returned. A review of the device history record. Device history lot: part: 400.834s, lot: 4l99740, manufacturing site: (B)(4), release to warehouse date: 13 june 2019, expiry date: 01. June 2029. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. The review has shown that the screw itself was made in the us under part 400.834.05 with lot h780668. Therefore an additional DHR review will be assigned to monument: manufacturing location: (B)(4), manufacturing date: 16-nov-2018, part number: 400.834, ti low profile neuro screw self-drilling 4mm, lot number: h780668 (non-sterile), lot quantity: 345. One piece was scrapped in cell at op #70, vision sort, after being dropped. One piece was scraped in cell at op #80, m-line export pack/label, for being an excess quantity. Work order traveler met all inspection acceptance criteria apart from the two pieces noted. Inspection sheet, inspect dimensional met all inspection acceptance criteria. Packaging label log (pll) lmd rev ab was reviewed and determined to be conforming. Component part(s) reviewed: part number:21015, tialnbr14.00, lot number: h692284, lot quantity: 1,682 lbs. Certified test report supplied by perryman company dated 05-jul-2018 was reviewed and determined to be conforming. Lot summary report dated 16-jul-2018 met all inspection acceptance criteria. Raw material receiving/putaway checklist met all inspection acceptance criteria. Device history batch null, device history review 06-dec-2019: DHR reviewed. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Investigation summary investigation site: cq zuchwil, selected flow: damaged. Visual inspection: the visual inspection of the complained screw shows that the tip is badly worn. Also the thread flanks are strongly damaged. Dimensional inspection: the relevant features are damaged in a manner which prevents accurate measurement of the features. The damages are clearly caused post manufacturing. Document/specification review: the manufacturing specification were reviewed, and this lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Summary: the received condition of the screw is concordant with the complaint description and the complaint condition is confirmed. This lot was manufactured in june 2019 according to the specification. Based on that and the condition of the item a product related issue can be excluded. Unfortunately we are not able to determine the exact cause which has led to the damage. We only can assume that a mechanical overloading situation, for example metallic contact, has caused the damages. As this screw is very small and quite fragile, a lot of care is required while handling. We can confirm the visible damages are not from any manufacturing non-conformity. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during resection of acoustic neuroma surgery, when the surgent screwed the nail, it was noticed that the nail was without a tip. These two screws/nails are the issue. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided. This complaint involves two (2) devices. This report is 2 of 2 for (B)(4).